Manufacturer narrative:
Batch review performed on 30 august 2023: lot 092211: 50 items manufactured and released on 10-sep-2009. Expiration date: 2014-aug-31. No anomalies found related to the problem. To date, 45 items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: batch reviews performed on 30 august 2023: liner: versafitcup dm 01.26.2850m double mobility liner ø 50/28 (k083116) lot 092005: 59 items manufactured and released on 14-sep-2009. Expiration date: 2014-jul-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Cup: versafitcup 01.26.50mb acetabular shell cc ø 50 (k083116) lot 090908: 40 items manufactured and released on 13-jul-2009. Expiration date: 2014-apr-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Stem: quadra-h 01.12.23sn cementless, ha coated std stem size 3, short neck (k082792) lot 090823: 45 items manufactured and released on 20-may-2009. Expiration date: 2014-apr-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
About 13 years and 7 months after the primary surgery, the patient was revised due to discomfort. X-rays indicated some radiolucency around the stem and cup. When the surgeon went in to revise, it was noticed that the cup and stem were well fixated, but the liner and head had some wear and was stiff. The surgeon revised the head and liner and the surgery was completed successfully.